Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. Event codes were derived based on info documented by a (B)(4) tech support specialist in response to a phone conversation with a (B)(4) field service rep. The following info concerning the evaluation of the device is a summary of the info documented by the (B)(4) field service rep. And the (B)(4) failure analysis lab tech. The (B)(4) field service rep. Determined that the root cause of the failure of the primary alarm was that the replacement gas delivery engine that he installed in the device was faulty. The (B)(4) failure analysis lab tech evaluated the alleged faulty gas delivery engine and verified the complaint. The (B)(4) failure analysis lab tech determined that the root cause of the gas delivery engine's failure was a faulty ic chip, (B)(4). The (B)(4) field service rep. Replaced the gas delivery engine and ran the device through a complete checkout to ensure that the device meets all factory specifications. Upon completion the device was returned to the customer's control ready to be placed back into service. No component or system trend has been identified thus (B)(4) considers this to be an isolated incident.

Event description:
The following description of the event was documented by a (B)(4) tech support specialist in response to a phone conversation with a (B)(4) field service rep. "Failed on install. No audible primary alarm, the secondary alarm does work. This happened during the gde [gas delivery engine] update program and was not related to any pt involvement."